Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator's inspiratory pressure was low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of low inspiratory pressure could not be duplicated during testing. Ventec downloaded the device's electronic records (system logs) for analysis and observed that the peak inspiratory pressure (pip) was primarily 16mch2o - 18cmh2o, with a small number of data points showing 19 - 21cmh2o. Further examination of the system logs showed the patient triggering often in the 80% - 90% range, causing the breath rate to be generally over 20 or 30 bpm. This level of triggering could cause pip, exhaled tidal volume (vte), inspiratory pressure, and other device data to be erratic and unstable. When the flow trigger is setup properly, the device shouldn't be triggering at that frequency. Ventec further observed that the user had peep (positive end expiratory pressure) set to 7cmh2o. This requires the flow trigger be set to 2.0lpm, but the customer had the flow trigger set to 1.0lpm. This would likely cause the excessive patient triggering, as well as the other issues reported by the user. The vocsn clinical and technical manual provides the following guidance for control accuracy as it pertains to flow trigger [p.201]: "±1 l/min when peep is set to 0 cmh2o. ±1.5 l/min when peep is set to 1 to 6 cmh2o. ±2 l/min when peep is set to 7 to 16 cmh2o. ±2.2 l/min when peep is set from 17 to 25 cmh2o". Proper device operation was confirmed through functional and performance testing. Based on the information available, ventec determined that the cause of the reported issue was user error.